Event description:
A customer reported his blood glucose test did not start after the blood sample was applied to the test strip. The customer reportedly lost consciousness. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned. The customer reported he added a second drop of blood to the test strip, but not in the appropriate time frame. Adc customer service educated the customer about the correct procedure. The customer reported he could successfully perform a blood glucose test.